Event description:
Pt presented to outlying ER with chest pain that had started one week prior. Found to have elevated cardiac enzymes. Transferred to our facility for further treatment, cath possible pci. Films reveal 100% occlusion of prox rca, 99% stenosis of prox lad, and 100% occlusion of mid lad. A 3.0x20 taxus liberte deployed and a 2.75x8 taxus liberte deployed just distal to first stent in an overlapping fashion in the lad. Overlapped segment dilated with a 3.0x15 quantum maverick. Then rca dilated with 3.0x15 quantum maverick. A 2.75x32 taxus liberte deployed. Proximal portion of stent dilated with a 3.25x15 quantum maverick. Final films reveal 0% residual stenosis and timi iii flow in both vessels. Treated with asa, plavix, heparin, and angiomax. Case concluded at 1552 and pt transported to ccu; 1920 pts complained of chest discomfort and sinus tachycardia noted on the monitor. There were 2030 pts without improvement in chest pain or rhythm despite medical treatment and 2143 were taken emergently back to ccl where films revealed lad totally occluded proximally at site of previously placed stents, and totally occluded prox rca at site of previously placed stent. Circumflex continues to have 60% proximal stenosis. Arrangements made for emergent cab. Onset of profound cardiogenic shock, pt intubated and ventilated. Asystole, and CPR initiated. Temporary pacer inserted; 2325 pts to operating room for salvage cabx3. Evidence of massive left ventricular infarction with inability to wean from cardiopulmonary bypass. Pt pronounced dead at 0405 (B)(6) 2009.